Event description:
Olympus was informed that during an unidentified therapeutic procedure, the distal end of the subject device broke off and dislodged inside the pt's body cavity. The broken tip was reportedly retrieved with an unspecified forceps, and the procedure was said to have been completed with a different set of equipment. The broken tip reportedly have sharp edges. There was no pt harm reported.

Manufacturer narrative:
The subject device and the distal end of the tip were returned to olympus for eval. The eval found the probe broken 16.5 mm from the distal end. There was no scratches observed at the site of the breakage. The mfg records for the device were reviewed, and no anomalies were detected. The cause of the reported event could not be conclusively determined, however user handling cannot be excluded as a contributing factor. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 22nd, 2015. This is a supplemental report for MFR report # 8010047-2011-00153 to delete the information of "name and address of reprocessor", because this is not a single-use device that was reprocessed and reused on a patient.